Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm regarding a patient receiving unknown baclofen at unknown concentration/dose via an implantable infusion pump. It was reported the patient had a baclofen pump. The pump was mismanaged with high concentration cocktail. The patient presented to the emergency room (ER). Patient was deceased. If additional information is received, a follow-up report will be sent.